Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was having a return of symptoms since (B)(6) 2018; recently changed from program 2 to program 3 but was still having problems with their symptoms. It was stated that in the beginning program 3 seemed to help but now their symptoms had returned. It was noted that they had called the healthcare provider¿s office, but wanted help troubleshooting. Troubleshooting found that the patient was on program 1 at 0.7v and the ins was on. It was noted that they would increase the setting and see if the problem was resolved. No further patient complications are anticipated or expected as a result of this event.